Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer number: 3006705815-2022-13836. It was reported the patient did not respond well to the anesthesia after trial implant procedure and was sent to the hospital for further assistance. In turn, the leads were explanted by the hospital physician. Patient is stable.